Event description:
It was reported via repair work order that trend was not working properly due to cable connectors being switched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.